Manufacturer narrative:
H3 and h6 codes - updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the patient reported experiencing frequent IV fluid leakage, specifically around the top of the injection port. The issue has been consistently observed with lot number 6093190. The patient clarified that nothing has ever been injected into the port, it begins leaking spontaneously.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.